Manufacturer narrative:
Evaluation summary: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant stretched at proximal and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not yet returned to the manufacturer; therefore, the product evaluation could not be performed. If the device is received at a later date, an investigation will completed and supplemental report will be submitted. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a renal artery embolization, an embolization coil implant was believed to have detached as normal with a detachment controller. However, the implant did not detach initially and then detached in the microcatheter during withdrawal of the pusher. A second device was advanced in the microcatheter, pushing the first implant coil into the renal artery. The catheter pushed back and the coil migrated down the aorta to the iliac artery. The physician then had to snared the coil and removed it. Subsequent coils were implanted without issue. There was no reported injury to the patient.